Event description:
The surgeon had indicated that the pt had a pre-existing capsular tear prior to lens implant. However, he felt that the capsule would support the lens so he implanted the lens into the capsular bag. One day post-op, he noted the iol had subluxated. He attempted to rotate the lens intraoperatively but it would not stabilize. He removed the lens one day after it was implanted.